Manufacturer narrative:
This is one of two device reports for this event. Associated MFR report numbers: 1225714-2014-13634 and 1225714-2014-13635.

Manufacturer narrative:
This is one event (death) for the same pt involving two separate products.

Event description:
The plaintiff's atty alleged that the decedent experienced an unspecified injury on or about (B)(6) 2009 and subsequently expired after use of the product.